Event description:
The information provided to sjm indicated a 21mm trifecta valve was implanted. The pt presented with shortness of breath, achalasia and failure to thrive. Extreme weight loss was reported over several months requiring a percutaneous endoscopic gastrostomy (peg) tube placement for nutrition. An echocardiogram showed leakage and prosthetic valve stenosis and gradients were elevated. A valve-in-valve replacement procedure was suggested but has been delayed. The pt was discharged and will be re-evaluated on (B)(6) 2014.